Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient fell recently. As a result, the patient is unable to feel stimulation. In addition, the patient's pain has increased significantly in her right low back, hip and leg. Diagnostic testing revealed high impedance readings. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where the lead was explanted and replaced with 2 model 3186 leads. During the procedure, it was noted the physician explanted and replaced the patient's ipg with a different model as well. The patient reported effective stimulation coverage and the issue is now resolved.